Event description:
It was reported that during a percutaneous coronary intervention procedure the markerband was malpositioned. The 12x5.0mm quantum maverick monorail balloon catheter was advanced to the 90% stenosed, slightly calcified and tortuous right coronary artery (rca). The physician inflated the balloon but the balloon would not inflate beyond the markerband. The device was successfully removed and it was noticed that the markerband was positioned almost to the end of the balloon. The procedure was completed with a different device with no patient complications reported. The patient's current condition listed as "good".